Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: fracture, embedment, inability to retrieve/ retained struts, and tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2008. The patient underwent an x-ray approximately 10 years and 4 months after receiving the implant which revealed that the filter struts had fractured. Approximately, 11 years and 8 months after the implant, the plaintiff underwent surgery to remove the filter. During the procedure, it was revealed that the filter was tilted and embedded in the patient's inferior vena cava (ivc). The filter was unable to be removed in its entirety and several struts were left in place. The retained struts are located in the patient's psoas muscle and the patient's right main artery. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ perforation, caval thrombosis, migration, bleeding/transfusion, lifelong anticoagulation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported bleeding/transfusion, lifelong anticoagulation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been provided. Patient is further alleging migration, tines unable to be retrieved, bleeding, organ perforation, and caval thrombosis. The patient also alleges "what was supposed to be a one day, 1 1/2 hour procedure took 6 1/2 hours and required a blood transfusion. I spent 5 days in intensive care and one more in the regular hospital. They removed the main body of the ivc filter but were not able to remove all the pieces. One leg is in the right psoas muscle and a second leg is in the right main pulmonary artery/middle mediastinum. Also is a leg embedded at l3-l4 intervertebral disk. I now have 2 [two] stents that were implanted to stop bleeding"." I have been told that I will be on blood thinners for the rest of my life." (B)(6) 2017, report from xray: "in addition there is a linear metallic density measuring approximately 3.5 cm in the lower medial right hemothorax projected over the posterior right heart border which is new from the prior study." (B)(6) 2018, report from xray: "an ivc filter is seen anterior to the l4 vertebral body with a fractured lateral strut noted more distally." (B)(6) 2019, report from xray: "again seen is an ivc filter overlying the l3-l4 level with a fractured lateral strut seen more laterally and distally, appearing similar to the prior study." On (B)(6) 2020, report from CT (computed tomography): "CT scan of the upper abdomen was performed without contrast enhancement and without any previous studies and demonstrates an abnormally angled lvc filer tilted towards the left. On the left side of this filter are two perforated tines1 one of which appears lodged into the l3-l4 intervertebral disk. This is at the 5 o'clock position and, at the 2 o'clock position, another perforated tine is seen adjacent to the ivc and aorta. On the right side, there appears to be a linear metallic structure in the right psoas muscle at the l4-l5 level, suspect for a perforated tine which has migrated into this psoas muscle. This is at approximately 7 o'clock position. Also, at the 9 o'clock position, there is a tiny metallic linear structure to the right of the ivc filter, representing also a perforated tine in this area. There are no abnormal paracaval or para-aortic flu ID collections or abscess formation. There is also a linear-appearing structure seen in the thorax just to the right of the left atrium and behind the ivc as it enters the heart, felt to represent also a perforated and migrated ivc filter tine." (B)(6) 2020, retrieval report (partial success): "a posterolaterally tilted fractured gunther tulip filter is noted. Multiple displaced and fractured primary legs and secondary limbs are noted as seen on prior CT. One leg is noted to be in the right psoas muscle, a second leg is noted to be in the right pulmonary artery/middle mediastinal, stable from multiple prior examinations dating back to 2018. One secondary limb is noted to be outside and rightward of the inferior vena cava and a second likely in the caval wall. Multiple fracture secondary limbs are also noted, attached to the filter." "Unfortunately, the degree of fibrosis around the filter hook made snaring the hook impossible." "Meticulously, the fibrosis around the filter apex was dissected until the filter was relatively mobile from the caval wall." "Ultimately, the fractured filter was sheathed and removed." "Complex removal of a fractured and embedded infra renal gunther tulip filter using wire loop technique, rigid forceps, and excimer laser. Several primary legs and secondary limbs were not retrieved given the patient's clinical condition. One primary leg is in the right psoas muscle and the second primary leg is in the right main pulmonary artery/middle mediastinum, both are stable from multiple prior examinations." "Procedure was complicated by lacerations of the ivc and right main renal artery. Successful stenting and relining with covered stents of an infra-renal caval laceration with no evidence of active hemorrhage at the end of the procedure. Successful stent grafting of a lacerated right main renal artery. The right main renal is patent with good perfusion of the right kidney at the end of the procedure. No evidence of large pulmonary embolism". On (B)(6) 2020, report from CT: "inferior vena caval filter stent and right renal artery stent in place. There is a small amount of eccentric intraluminal thrombus identified" "apparent enhancing collection posterior to the right renal stent and inferior vena cava new since prior procedure, consistent with venous pseudoaneurysm."